Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was 50 mg/dl. Customer consumed glucose tablets and food to treat bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.